Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. The reported event has been deemed not reportable based off the investigation of the actual sample return. The actual sample had no fracture on the shaft, and the total length was measured to be approximately 1500mm, which is the value equivalent to that of the current product code/lot# combination. It was confirmed that there was no fragment missing from the actual device.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history records and the product release decision control sheet of the involved product/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved navicross was damaged during use. There were no issues with the condition of the patient. The outcome was good, a new navicross was used. Blood loss was reported to be less than 250cc's. Additional information was received on 05aug2019. The procedure was a peripheral case, and the device kinked during use.